Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on july 7, 2025, the user noted only one specimen was collected after making several sample acquisition attempts. The user reports that the needle passed the set-up testing without errors; however, due to the poor specimen acquisition, the patient had to be recalled later in the day to redo the procedure. It is reported that the procedure was successfully completed with a second device. The device was not returned to the post market quality laboratory for the investigation. Visual inspection and a functional test could not be performed. Based on the information provided regarding this case, the complaint cannot be confirmed. The reported issue has not been confirmed, and it is not possible to determine the most probable root cause with the information provided. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. While contributing factors may have increased the likelihood of occurrence, these factors were insufficient to establish causality. The investigation suggests this is not a recurring issue within the product family, system, or failure mode referenced in the complaint- hra/nce/scar are not deemed required at this moment by this event. CAPA is not deemed required at this moment. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no relevant risk factors were found in the manufacturing process. Lot number: e24k29rj. Manufacture date: 29-oct-2024. Expiration date: 29-oct-2026. UDI: (B)(4).

Event description:
It was reported that during an eviva procedure on (B)(6) 2025, the user noted only one specimen was collected after making several sample acquisition attempts. The user reports that the needle passed the set-up testing without errors; however, due to the poor specimen acquisition, the patient had to be recalled later in the day to redo the procedure. It is reported that the procedure was successfully completed with a second device. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.